Event description:
It was reported during in clinic follow up that the patient presented with heart failure. X-ray revealed that the atrial lead had dislodged and exhibited loss of capture and loss of sensing. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.